Manufacturer narrative:
Event date: (B)(4) 2014. Patient age: over 18 years old. (B)(4). Device evaluated by MFR: the device has a kink at the distal section and the adhesive of the second ring lift and broken, and there is blood under the adhesive. No other visual defects were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable upon analysis completed on (B)(4) 2014. It was reported during an atrial flutter ablation procedure, noise was experienced. The target lesion was located in the right atrial cavo tricuspid isthmus. An intellatip mifi temperature ablation catheter was selected for use. During ablation a noisy electrogram and poor signals occurred. The physician switched to a non-bsc device which also delivered poor signals and completed the procedure with a blazer ablation catheter. No patient complications were reported and the patient's status is stable. Device analysis found a lifted electrode.